Manufacturer narrative:
A ge service representative performed an onsite investigation. The universal node was evaluated and replaced and calibration files were installed on the system. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system intermittently displayed an ma on in error message. This error will likely cause the system to shutdown un-commanded. There is no report of injury or death associated with the event described in this complaint.